Event description:
Swelling in legs; headache; and severe lower extremities edema. (B)(6). Hcp did not consent to follow up. (B)(4). No further information provided or available regarding this report. Reference report: mw5158996.